Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer reference number: 2017865-2021-24976. Manufacturer reference number: 2017865-2021-24982. Manufacturer reference number: 2017865-2021-24984. It was reported that the patient developed methicillin-resistant staphylococcus aureus (mrsa) infection. The entire system including the pacemaker and the leads was extracted. There were no patient consequences.